Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) monitor on the surgeon side console (ssc). The system was inspected, tested, and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported failure of no image in the left eye on the hrsv. In house, the monitor was installed and tested in the printed circuit assembly (pca) system, the system started up and failed with black screen without video. As of 05-oct-2022 a review of the site's complaint history revealed that patient identifier (B)(6) (this complaint) is a related record of patient identifier (B)(6). Return material authorization (RMA) and failure analysis (fa) were documented under the related record patient identifier (B)(6). Procedure log review was performed. Per the review, the following was confirmed: a partial nephrectomy procedure was performed on system (B)(4) on (B)(6) 2022. No image or video clip for the reported event was submitted to isi for review. This complaint is reportable due to the following: the customer converted to the second surgeon side console (ssc) available with their dual console setup after the start of the procedure due to loss of left eye vision. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called to report loss of the left eye image on the surgeon side console (ssc) high resolution stereo viewer (hrsv). The technical support engineer (tse) recommended a system power cycle and to reseat the blue fiber cable at the affected ssc. The customer noted that they had a dual ssc system setup, and that the surgeon had decided to proceed with the other ssc. The customer requested follow-up from a field service engineer (fse). The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: they confirmed that the issue occurred during the procedure, post-anesthesia and port placement. The surgeon was never successfully able to see through the hrsv and instead had to switch to the second ssc of the dual console setup after ports were placed. The procedure was completed robotically utilizing that second console. The reporter confirmed that there was no report of any patient injury. The reporter was not able to provide the requested patient demographic information.